Manufacturer narrative:
The device was received partially deployed. The formed needle was observed protruding past the needle well. No alarms, timeouts, nor drive stalls were observed in the data. Upon opening the device, the hard cannula was observed to be dislodged from the hard cannula. The hard cannula was observed to be incorrectly installed. The incorrect installation of the hard cannula resulted in the inability of the needle to retract. Excess material was observed on the slide retract. This damage was caused by the incorrect installation of the hard cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation.